Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a full power on reset (por). The device was noted to have reached recommended replacement time (rrt) approximately 1.5 months earlier. The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.